Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -8.50 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for longer lens due to low vault. The problem was resolved. As of the day of MDR submission, the lens has not been returned.